Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: unable to get blue bulls' eye despite have good wave forms. The patient lost a small amount of blood, and the procedure was prolonged. The patient was reported as fine post the procedure.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review performed on the stylet did not reveal any manufacturing related issues. Without the device to evaluate, the probable cause could not be determined from the available information. No further actions are required at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: unable to get blue bulls' eye despite have good wave forms. The patient lost a small amount of blood, and the procedure was prolonged. The patient was reported as fine post the procedure.